Event description:
Stretcher located at off site repair warehouse with note stating "please check wheels and brakes". No alleged injuries by accident.

Manufacturer narrative:
Technician found foot section not holding brake function due to missing bolt on foot connecting rod. Replaced missing shoulder screw on connecting rod and brk/str activation assembly to resolve this issue.